Event description:
Subsequent to the initial MDR, a correction is required.d4 expiration date was entered in error.

Manufacturer narrative:
D4 expiration date was entered in error on the initial MDR. This field should be blank.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred on a mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4);.

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.